Manufacturer narrative:
(B)(4). Device was not implanted/explanted. (B)(6). Sterile: part 493.104.01s, lot 8642257: manufacturing site: (B)(4). Supplier: (B)(4) (sterilization). Manufacturing date: 03october2013 (delivered from supplier to (B)(4)). Expiry date: 01september2023. Other: part 493.104.01s, lot 7447984: manufacturing location: (B)(4). Manufacturing date: 08august2013. Expiration date: 30june2022. This complaint is assessed as not related to sterilization. Sterility documentation was reviewed and determined to be conforming. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the procedure was a medial canthel tendon repair. This instrument has two (2) arrow-like barbs. With the first instrument, one of the barbs broke off when the surgeon was trying to capture the tendon; nothing fell into the patient. Surgeon opened a new device and when he tried to capture the tendon, the wire broke off; nothing fell into the patient. Surgeon continued procedure by using a suture to capture the tendon. It is unknown if there was a surgical delay. There was no reported adverse event to patient. The devices were reportedly discarded. This is report 2 of 2 for (B)(4).